Event description:
During the paroxysmal supraventricular tachycardia procedure, there was a procedural delay due noise issues. After the catheter was inserted into the cardiac chamber and connected to the tactisys and ensite, navigation was displayed in navx mode. Electrode 2 displayed distorted, and noise was observed only on electric potentials 1-2 on ensite. The electric potentials were displayed clearly although they were displayed from the recording system through the amplifier. When the procedure was switched to voxel mode, the navigation displayed without issue. The tactisys and ensite were reconnected, and the tactisys and ensite were restarted; however, the noise and the distorted navigation display in navx mode did not improve. After replacing the catheter, electrode 2 continued to display as distorted, and noise was again noted on the electric potentials 1¿2 on ensite. The procedure was continued by hiding electrode 2 and rf delivery was performed without using the arrow, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported event of distal electrode noise issues could not be confirmed. Electrodes 1 and 2 met specifications during electrical testing with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.